Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off and exposed the bare wire. No material appeared to be missing. The electrical continuity test still passed. No signs of thermal damage. The known common cause of this failure is mishandling/misuse. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. Instrument log review: a review of the instrument log for the mbf associated with this event has been performed. Per logs, the instrument was last used on, (B)(6) 2020 on system sl0028, with 1 use remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mbf instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Information for the blank fields is not available.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an unknown error occurred with the maryland bipolar forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.